Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the patient had an atrial fibrillation episode that lasted 26 days from (B)(6), but there were no alerts sent to the clinic in order for the patient to be brought in for treatment. The last transmission was (B)(6) 2018. Alerts were normally set to be sent out for atrial fibrillation episodes lasting longer than 6 hours. The patient was in sinus rhythm in clinic. The device was cleared and reset although no programming changes were made. The reason no alert was sent to the clinic remains unknown. The patient was stable.